Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pelvic fixation at s1/il due to multiple trauma at due to jumping off. Intra-op, the extender broke when it was attempted to remove the extender at s1. The patient had multiple trauma, and fixation was performed at th3/5 in the way of open. Pps fixation was performed at th9/l2 using e5. Sacrum fracture-dislocation occurred at s1/il, and screw insertion was performed percutaneously at s1 using e5. Open was performed at il, and the left and right il screws were connected with the rod that was through t-shaped connector, and connected to the screw of s1. After final tightening, unlock was performed in order to remove the extender which was placed at s1, but the extender could not be removed since the t-shaped connector interfered. When the surgeon twisted to remove the extender, the extender broke. There were no fragments remained inside the patient¿s body. On the contralateral side, since the extender had interfered with the connector in the same way as above, the set screw was removed, and the set screw was inserted again after removing the extender. Final tightening was performed through the counter torque. There were no patient symptoms or complications as a result of this event.